Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that a fuse had opened on the dc power distribution circuit board. The fuse was replaced and the system tested repeatedly. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 after the saving of an image displayed "touch screen failure" and "keyboard failure". The system had to be replaced creating a delay in care before the procedure could be completed. Procedure was lumbar discogram. There was no adverse pt involvement reported. There was no pt information reported.